Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the locking ring in the drill mounting mechanism does not close properly as there were burr fragments stuck inside the device. Also the resistance values of the keypad of the hand control set were out of range. The defective drill mounting mechanism was repaired, the hand control set was replaced, and the repaired, tested and found to be fully functional. Improper cleaning and maintenance would have caused the burr fragments to be stuck inside the device. This would have caused the locking ring to not close. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that a fms tornado micro handpiece with buttons is defective. No patient consequences or surgical delay reported.